Manufacturer narrative:
Meng, l., wang, x., liang, x., mo, z., liang, w., quan, j., xie, z., huang, j. (2026). Efficacy and safety of robot-assisted vs. Stereotactic framework deep brain stimulation for parkinson¿s disease: a retrospective study. Frontiers in aging neuroscience, 18. Https://doi.org/10.3389/fnagi.2026.1699583 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿efficacy and safety of robot-assisted vs. Stereotactic framework deep brain stimulation for parkinson¿s disease: a retrospective study.¿ multiple manufacturers¿ devices were implanted in the study population. The following medtronic devices were used: 3389 electrodes among all patients, adverse events included: two patients developed lung infections. Both instances resolved within the initial postoperative week following standardized treatment with nebulized expectorants and antibiotics. No further information was provided pertaining to medtronic products.